Manufacturer narrative:
A follow-up report will e submitted upon completion of the investigation.

Event description:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. It was reported to philips that the ECG connector is not working.there was no patient involvement / adverse patient impact.